Manufacturer narrative:
H10. Related: MFR # 1038671-2024-00935 report 1 of 2. H11. Additional manufacturer narrative- report 2 of 2. D10. Concomitants: (B)(6) - 02-012-44-3509 - insert tibial logic fixe psc t3.5/9mm (B)(6) - 02-010-02-0235 - composant fem logic sans ciment t3.5 gauche (B)(6) - 02-012-45-3535 - embase tibiale fit logic a cimenter t3.5f/3.5t (B)(6) - 204-34-04 - tige extension diam 14 lg 40 (B)(6) - 204-70-00 - vis pour tige extension tibiale (B)(6) - a10012- gps implant kit v2. Investigation results- sales data for all patellar components was used to calculate an approximate complaint occurrence rate of <0.5% for patella wear. This is considered ¿very low¿. The patella component involved in this case was on the shelf for 0.83 years before implantation. Risk documentation was reviewed, and risks are below threshold. No further corrections nor corrective actions [device is recalled] are required because damage of articular surfaces is listed in the product labeling. The reported patella wear could not be confirmed from the provided information. There was no return of devices, radiographs and images of the patella were not provided. These devices are used for treatment not diagnosis. There is no additional information available.

Event description:
As reported, approximately three years post initial left tka, the male patient was suffering from laxity and pain. Patient had a revision surgery an early granuloma on pe synovectomy was performed, liner pe changed. There was no breakage of device or surgical delay/prolongation. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation. Revision operative report - painful synovitis and laxitis of the left knee. Removal of total left knee prosthesis by synovectomy and insert change. Synovectomy. The insert shows signs of microscopic wear. Moderate balanced patellar wear. The "ball joint is not loose". The ¿anchoring¿ of the tibial and femoral components was performed and noted to be ¿perfect¿. There were no difficulties or unforeseen events noted. Patient to begin rehabilitation post operatively. Patient outcome was not provided. There is no additional information available.